Manufacturer narrative:
The ict module was replaced on the architect c8000 and an annual preventive maintenance was performed which resolved the issue. Review of quality metrics found no atypical complaint activity that could be related to the described customer issue and no adverse or non-statistical trends in conjunction with discrepant na+, k+, cl- results were identified. Review of the product labeling revealed that the issue in question is adequately addressed in the labeling claims. Based upon the available information, no product deficiency was identified.

Event description:
The customer stated that erratic results were generated on the architect c8000 analyzer on (B)(6) 2012. The customer provided one example of patient results. No adverse impact to patient management was reported. Sample ID (B)(6) initial results: sodium 120 mmol/l; chloride 121 mmol/l; potassium 3.2 mmol/l . Sample ID (B)(6) repeat results: sodium 141, 139 and 139 mmol/l; chloride 99, 100 and 99 mmol/l; potassium 3.7, 3.7 and 3.7 mmol/l.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).